Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The facility representative reported to baxter that a three-way standard bore stopcock was not working properly. Some of the paths of the stopcock were not open and seemed to be blocked by something. It is unknown when this condition occurred. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.